Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated d8, h2, h3, h6, h1. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the generator had a random communication error, e486 and e619. The issue was observed during preparation for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.